Event description:
A surgeon reports that he removed and replaced an introcular lens (iol) two years after implantation because the iol was approximately 11 mm instead of 13 mm. Additional information has been requested.